Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "at 09:10 on (B)(6) 2024, the patient was given a color doppler ultrasound-guided right subclavian vein puncture catheterization, which went smoothly and was properly fixed. At 15:00, it was found that the patient's catheter fixation buckle was cracked, which made it impossible for the patient's catheter to be fixed, and easily led to the catheter's dislodgement, which could be used after the doctor removed the catheter and fixed it with a new suture." There was no medical intervention required. The patient's condition was reported as "fine".

Event description:
It was reported that: "at 09:10 on (B)(6), the patient was given a color doppler ultrasound-guided right subclavian vein puncture catheterization, which went smoothly and was properly fixed. At 15:00, it was found that the patient's catheter fixation buckle was cracked, which made it impossible for the patient's catheter to be fixed, and easily led to the catheter's dislodgement, which could be used after the doctor removed the catheter and fixed it with a new suture." There was no medical intervention required. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.